Event description:
Baxter (B)(4) received a report that an infusor patient control module (pcm) leaked during patient use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:baxter received one sample for evaluation. The pcm was visually inspected for any signs of physical abnormality, however, none were found. A leak test was subsequently performed and confirmed the reported condition. The root cause was determined to be a manufacturing defect: insufficient bonding at the tubing. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators in october 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.